Event description:
A (B)(6) old female patient called zoll customer support to report check therapy pad messages. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages) was confirmed. Upon evaluation, two pulse wires from the trunk cable to the rear te cable were not soldered together in the distribution node. The root cause of the wires not being soldered was an assembly error. No adverse event resulted from the incorrectly assembled wires in the distribution node. The patient received a replacement electrode belt.